Event description:
It was reported that during in-clinic follow-up, over-sensing of noise resulting in inappropriate automatic mode switch was noted on the right atrial (ra) lead. No intervention was performed, and the patient will further be monitored. The patient was stable.